Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported (hcp) to a manufacturer representative that a patient undergoing a stage 1 stimulation trial developed an infection. The hcp stated that she thinks that the infection may have been "due to the twist lock cable no longer being a sterile component." During a regular office visit during the advanced evaluation period the hcp noticed pus at the percutaneous extension site and placed the patient on antibiotics. The patient continued onto the stage two procedure as the infection had resolved by the time the patient was to undergo the stage two procedure. No device malfunctions were reported and the patient's infection has resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.